Manufacturer narrative:
The reported event of noise was not confirmed. The device was returned above the elective replacement indicator for analysis. Pacing, sensing, impedance, hv output and patient notifier testing were normal and found no anomalies.

Manufacturer narrative:
Correction: d6a, d6b previously reported g3 should have been 6/25/21 rather than 5/14/21 in the original report.

Event description:
Related manufacturer's reference number: 2017865-2021-20164. New information received notes the patient's right ventricular lead was explanted and replaced. The patient's implantable cardioverter defibrillator was observed to had a header issue, and was explanted and replaced as well. It was reported that the patient presented remotely via (B)(6) transmission. Upon review, the right ventricular lead exhibited noise oversensing. Programming changes were made, and a lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.

Event description:
Related manufacturer's reference number: 2017865-2021-20164; related manufacturer's reference number: 2017865-2021-24115. New information received notes the patient's right ventricular lead was explanted and replaced. The source of the noise was undetermined. The patient's implantable cardioverter defibrillator had a suspected observed to had a header issue, and was explanted and replaced as well. It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise oversensing causing possible noise inhibition. Programming changes were made, and a lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.